Manufacturer narrative:
(B)(4). G2 : foreign country : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision of competitor products, the surgeon decided to put in a new poly and while removing the hinge post in the poly, the driver tip broke. All pieces were recovered. No foreign bodies were retained. The surgeon ended up leaving the poly as it did not need to be swapped. There was no surgical delay. The surgical technique was utilized. Another device was not needed to complete the procedure. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with scratches and the unit was fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause is attributed to standard wear and tear from repeated use for 10+ years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.